Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. Customer elected to replace user interface to correct touch screen and fading display issues simultaneously. The user interface (ui) was return for analysis. An investigation was performed, was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.